Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8100 had error code 13-1033-149 due to a software fault. The tech support recommended to reflash the 8100 with the correct software, and the follow-up with performing a pm. The customer stated that the issue had been resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error code 13-1033-149. There was no patient involvement. Although requested, the customer will not be returning the device for investigation and stated that the issue has been "resolved."